Event description:
It was reported that caller experienced a minimum fill notification while attempting to load cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller initially tried to reload same cartridge without success, then followed technical support instructions to remove pump from case, clean pneumatic tap area, and load new cartridge using proper technique; issue was resolved, and caller successfully loaded cartridge and resumed insulin therapy, with no additional concerns reported.